Event description:
It was reported a continu-flo solution set leaked. During a levophed infusion the tubing was loaded into an unspecified IV pump and connected to the patient. The pump was programmed and appeared to be infusing the medication. The patient reportedly did not appear to be responding to the medication despite incremental increases in the medication. Approximately one hour into the infusion, the nurse found a puddle of liquid under the bed and on the mattress where the IV tubing was sitting. The nurse observed the IV tubing was wet and appeared to be leaking near one of the ports. The IV tubing was replaced and the medication restarted. The patient immediately responded to the medication with a rapid increase in systolic blood pressure, and rapid decrease in heart rate. No further information was available at the time of this report.

Manufacturer narrative:
B3: event date: the date of the event was reported as an unknown date in march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: an autopsy was performed, the root cause is an improper automatic assembly, a misalignment at any component or stage during the automatic assembly could generate the reported defect. At the clearlink machines there is a periodic preventive maintenance (pm) and a statistical process control as a release method to prevent and detect the defect. Baxter has implemented CAPA actions to mitigate the reported condition. The cause of the condition was found to be manufacturing. Baxter¿s manufacturing site has quality inspections to detect the defect, such as incoming inspection, spc testing of the component, leak test under water/dry leak test, clear passage test, and visual inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater testing, and a leak was observed at the second y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.